Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of a steam pop and pericardial effusion could not be conclusively determined.

Event description:
During a typical flutter procedure, a steam pop occurred on the isthmus, and a pericardial effusion was noted which resulted in a pericardiocentesis. The steam pop occurred on the right isthmus at 40w and then hypotension occurred. A pericardial effusion was noted with ultrasound imaging. 600cc of blood was removed from the pericardial space. The procedure was aborted. The patient was stable. The physician alleges the tactiflex to be the cause for the pericardial effusion.